Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/09/2011 and 06/22/2011 by phone, fax, and mail. A completed questionnaire was received on 06/29/2011. (B)(4).

Event description:
A surgeon reported, a patient experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. Both lenses have been exchanged. In a follow up, the surgeon reported the event resolved following the iol exchange. There are two medical device reports associated with this event. This report is for the left eye.